Event description:
Reporter indicated a patient's vns generator was unable to be interrogated with two different programming systems. The vns was able to be interrogated at the previous appointment on (B)(6) 2012. The patient does feel the vns stimulating and is experiencing voice alteration with the stimulation. The vns is not believed to be at end of service. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's vns generator has been able to be successfully interrogated.

Event description:
Manufacturer troubleshooting with the two vns programming systems revealed no issues interrogating a test vns generator with one programmer, and the other programming wand was noted to have a depleted wand battery. After the wand battery was changed, the wand was able to successfully interrogate a vns test generator. Attempts to ascertain whether the patient's vns has been able to be successfully interrogated since the (B)(6) 2012, visit have been unsuccessful to date. As it was reported the patient was sensing vns stimulation and experiencing voice alteration, the vns is likely performing as intended. The reason for the inability to interrogate the patient's generator was likely due to a depleted wand battery or electromagnetic interference with the programming systems. No malfunction was occurring with the two vns programming systems. .